Event description:
Mother reported the pt was hospitalized for diabetes training and experienced 3 hypoglycemic events on different nights. It is unk if the pt required treatment during these events. The diabetes counselor reviewed the history and saw the infusion device delivered a 7 unit bolus by itself. The keylock feature was not activated. The infusion set is changed every 2-3 days and the cartridge every 2-3 weeks. The infusion device was not exposed to water, electromagnetic fields or variations in temperature, and it was not dropped. The correct type of battery was used. The infusion device was replaced and requested for eval. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.